Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates after loading cartridges with 300 units of insulin. There was no reported impact to the customer's blood glucose level.